Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopy, while performing a full-settlement radical gastrectomy for gastric cancer, when cutting the tissue, there was a poor staple formation. After using the product to cut the stomach, there was bleeding in the cutting edge. They used sutures and slits to complete the case. There was no patient injury.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device opened by the account without packaging. The loading unit was partially fired with staple pushers visible at the 3cm cutline. The anvil clamping mechanism was deformed. The anvil was bowed. The knife-bar assembly was buckled. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Replication of this condition may occur under the following conditions such as application over tissue that is beyond the recommended thickness range and application with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.